Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (error code when charging a battery pack) has been confirmed. Upon investigation the battery charger/modem displayed an error code when charging a battery pack. The cause for the failure was isolated to a contaminated battery board and in internally shorted q1 current-controlling transistor on the bedside board. The root cause for the contamination was unable to be positively identified but was likely due to an ingress of an unknown liquid. The root cause for the damaged transistor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) to report that the battery charger was unable to charge a battery pack.